Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the nozzle, plastic distal end cover (c-cover), adhesive on bending section cover (a-rubber), a-rubber, connecting tube, and the up/down (u/d) right/left (r/l) knob had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The foreign material may have been unremoved because the device was not reprocessed properly from the distal sheath and biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detectable and preventable by handling device in accordance with the following IFU (instructions for use): the IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.